Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) device replaced on (B)(6) 2018 due to unspecified reason. A new inflatable penile prosthesis system with a 21cmx12mm lgx preconnect device was implanted. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) device replaced on (B)(6) 2018 due to unspecified reason. A new inflatable penile prosthesis system with a 21cmx12mm lgx preconnect device was implanted. No patient complications were reported in relation to this event. Additional information was reported that the pump stopped working. The patient received a new implant that worked.